Manufacturer narrative:
(B)(4). Visual inspection revealed that the steroid plug was displaced inside the helix. Due to the inherent limitations of returns analysis, it was not possible to determine if this steroid plug displacement occurred prior to implant, during implant, while implanted, during the explant, or during post-explant shipping. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged. Repositioning of lead was attempted but was not successful. The lead was replaced and no adverse consequences for the patient were reported.